Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the guidewire was advanced halfway down the left ventricular (lv) lead and would not advance any further. The wire was very difficult to remove. An attempt was then made to insert a stylet but it could not be advanced. The lead was not implanted. No patient complications have been reported as a result of this event.